Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed noise, which appeared to be myopotential over-sensing, on the right ventricular lead. The patient would continue to be monitored. There were no patient consequences.